Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported there was a double beep no cassette. There was no report of patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with fluid ingression; the tamper seal was missing. There was no evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. However, fluid ingression was found on the downstream sensor by the chassis base which possibly caused the issue. It was recommended that the downstream sensor to be replaced as corrective action. The root cause was unknown. The product is beyond 19 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400.